Manufacturer narrative:
The duragen product was not returned for analysis; no photos of the reported condition were provided and therefore, the complaint is considered unconfirmed. The device history review (DHR) review was not possible since the lot number of the product involved in the event was not provided by the customer. A medical assessment was requested, and although there is no much information about the reason for surgery, the surgical case and the follow up, the following was determined based on the notes available in the incident report: ¿there is no circumstance where duragen should be tented with a suture. This will inevitably cause a csf leak where the tenting suture passes through the centre of the graft. Tenting is very popular in (B)(6) but should not be done with duragen as there is no need to do so and it compromises the repair.¿ an epidural cyst is the same as a pseudomeningocele, which results from a csf leak into overlying tissues being walled off by a dura like capsule or cyst. Many pseudomeningoceles will resolve without surgical intervention. It could be determined that the most probable root cause could be related to the surgery technique used. However, the csf condition is a known complication as it is covered in our risk documents. In addition, the instructions for use (IFU) addresses possible complications when submitted to a neurosurgical procedure.

Event description:
A physician reported that in (B)(6) 2020, duragen was cut and placed on tent using fibrin glue for cranioplasty procedure. On (B)(6) 2021, it was reported that the patient developed epidural cyst. External decompression was performed due to trauma and infection, and since autologous bone was performed autoclave, cranioplasty was done on (B)(6) 2021. No further information was provided.